Manufacturer narrative:
Thermogard xp ivtm system (s/n# (B)(4)) was evaluated at the customer site. The customer reported complaint for the thermogard displaying an air trap error message was not confirmed. When the console was powered on for evaluation, no error message was observed. The console is working as intended for use. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint reported for thermogard xp ivtm system s/n: (B)(4) air trap alarm documented under (B)(4) reported on 10/27/2018. The air trap senor block was replace to remedy the fault.

Event description:
A patient was hospitalized post cardiac arrest and an intravascular temperature management was needed. A zoll catheter was inserted into the right femoral vein. The insertion was smooth. The indwell time of the catheter was two days. Thirty five minutes after the insertion of the catheter, an air trap alarm was observed and fluid were noted on the floor and in air trap holder. The start-up kit (suk) and tgxp system were replaced to continue with therapy. No patient consequences reported.